Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3 7083-40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3998, lot# v121706, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
It was reported that the patient fell down in (B)(6) 2012 and felt like her device could have shifted and moved toward her spine following the fall. It was noted that the patient had been working with the manufacturer representative to get the device checked. The patient had x-rays taken with her hcp (health care professional) to send to the surgeon. Additional information reported the patient was frustrated with the implant since it never worked. Since implantation she would turn on the stimulation and it would work with alleviating the pain for less than 10 minute and after 10 minutes the pain would come back stronger than before. She uses the stimulation all the time. The device was at 2.7 and then she turned it up to 4.0. At 4.0 the stimulation was very painful but then she does not have the leg pain. Since the fall when she lays on the left side the ins rubs on the spine and was very painful. She experienced a loss of therapeutic effect and a fading sensation. She has about five programs and none have been able to get the "pain" in the correct leg. At the last reprogramming session stimulation was not able to cover the pain the patient was having. Currently the stimulation was covering the upper thigh and before was only going to the knee which made her knee hurt even more. She had an appointment scheduled with her doctor the week after report. It was noted that her doctor was sure the device would not help her pain but the decision was left to her if she had the device implanted or not. Prior to implant it was decided she was going to be implanted with an ins that lasted 3 years and 1 lead but she ended up being implanted with an ins that lasted 9 years and 2 leads.

Event description:
It was reported that when the patient turned up their stimulation, it was very uncomfortable and they were "zapped."